Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they have different blood glucose and sensor glucose levels. Customer's blood glucose level was 525 mg/dl and sensor glucose was 349 mg/dl. Customer advised they are having difficulty breathing and have treated their high blood glucose levels with manual injections. Troubleshooting for the blood glucose vs sugar glucose was performed. Customer advised that their drive support cap was loose. Customer declined to further troubleshoot. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.